Manufacturer narrative:
No injuries occurred or reported. Technician found the caster was worn-out, he replaced the caster to resolve the issue.

Event description:
Technician found the brakes do not hold. Brake is on but wheels still move.